Event description:
The customer stated that she is pregnant and experienced low blood glucose levels. The customer passed out and the paramedics took her to the hospital. The customer stated that her blood glucose reading was 20 mg/dl, and her sensor is set to 70 mg/dl, but she never got an alarm. Explained proper number and timing of calibrations. Also advised to discuss the settings with her doctor. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2010-82590.